Event description:
It was reported by the customer that a pyxis medbank system had possible issue with employee push. The customer reported that there was a problem with dispensing a medication and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue button was not available when employee log in. The technical support specialist tested by removing null, emp account now sees issue button appropriately and the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the medbank.